Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: one of the zippers was said to have separated on its own. It was said that the zipper could not be zipped back together.

Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts.